Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4) 2018, that on approximately (B)(6) 2018, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2018. The patient stated that red bumps appeared around the sensor and continued through the length of the sensor life. The affected area was located on the left abdomen, three inches from the belly button. The reaction occurred at the base of the sensor and extended outside of the area where sensor patch adhered to skin. On (B)(6) 2018 the patient went to a doctor and was prescribed sulfamethoxazole / trimethoprim for the reaction. At the time of contact, it was indicated that the patient was stable. No additional event or patient information is available.